Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative diagnosis and postoperative diagnosis was recurrent right inguinal hernia and umbilical hernia. The procedure performed was laparoscopic right inguinal herniorrhaphy with mesh implantation, umbilical hernia repair. The patient experienced surgical revision.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (Outcome attributed to adverse event: added intervention required and removed other). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of right inguinal and umbilical hernia. It was reported that after implant, the patient experienced recurrence. Post-operative patient treatment included revision surgery, excision of mesh, laparoscopic right inguinal herniorrhaphy with mesh implantation, and umbilical hernia repair.